Event description:
According to the literature, a retrospective study compared peritoneal closure using tackers versus suture in patients who underwent laparoscopic inguinal hernia repair between january 2024 and june 2025. There were 60 patients in the study divided into two groups. In the tacker group, absobatack 5mm or another tacker was used for peritoneal closure. Postoperative complications included: hematoma, chronic pain, and nerve injury/paresthesia. Nerve injury occurred in the tacker group and resolved within 3 months. Other complications not related to the device included: seroma, urinary retention and port-site infection.

Manufacturer narrative:
Jayasuriya, v.; poorani, p.a.; kumar, s.; t, d.k. Comparison of peritoneal closure techniques using tackers and sutures in laparoscopic inguinal hernia repair: a retrospective study. Int. J. Drug deliv. Technol. 2026, 16, https://doi.org/10.25258/ijddt.16.28s.20. D10. Concomitant products: unk protack, unknown protack, (lot # unknown); unknown-vloc, unknown vloc product, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.